Manufacturer narrative:
Due to fixation device not staying in place, it was determined that this event is reportable. The event apparently occurred on (B)(6) 2015; however, microaire did not receive a report from the distributor on this event until (B)(6) 2015.

Event description:
Surgeon drilled into the bone but when he inserted the fixation device, it would not stay in place. A second device was inserted and remained securely in place. There were no patient injuries during this event.

Manufacturer narrative:
During a review of complaint files it was identified that a follow-up was necessary to close out MDR# 2020601-2015-00095. The following represents the evaluation of the device returned with this reported event. A device history record review of lot# 263921-1 did not find any anomaly related to the reported event. The device was inspected under magnification and found to have damage to both flanges. The front flange was observed to have been sheared off completely. The rear flange was partially sheared off. The struts that connect the post to the device platform were observed to have been bent. The damage to the device flanges is indicative of off-axis insertion and/or excessive force. Additionally, the bent struts could have been caused by the off-axis insertion or possibly due to repeated attempts to install the device.